Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip opening post deployment requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One xtw clip was advanced and implanted on the mitral valve. A second nt clip was advanced and while steering into the left atrium, it was noted that the first implanted clip had opened to 31 degrees. Prior to the clip opening, the angle had been 18 degrees. The nt clip was safely removed and replaced with another xtw clip which was successfully implanted to the lateral side of the first clip to stabilize the clip and further reduce mr. The procedure concluded with mr reduced to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. A cine was received and the event was further reviewed by a staff engineer clinical r&d, and the reviewer stated: two (2) fluoroscopic videos were provided. The first video was taken immediately post deployment of the first cds07-xtw (reported device)in which only one clip has been deployed and the l-lock of the delivery catheter is in view and fully detached from the clip. The clip arms appear to be in the fully closed position (~10°) immediately post deployment. In the second video two fully deployed clips can be visualized with the l-lock of the delivery catheter fully detached from the second clip. This indicates that the video was taken immediately post deployment of the second xtw clip implanted (third cds used during the procedure). It was reported that the second xtw clip was placed lateral to the first xtw clip (reported device). Therefore, the reported clip is the bottom clip in the video in which the clip arms appear to be open to ~30° - 40°. It is difficult to approximate the clip arm angle due to the angulation of the clip arm plane relative to the fluoro view. In addition, the stated clip arm angles are only approximations based on visual assessment with the naked eye and cannot be confirmed; however, it is apparent that the clip arms are opened to a larger degree in the second video as compared to the arm angle of the clip in first video taken immediately post deployment. This aligns with the reported incident details that the clip arms opened at some point in between removing the first cds and during use of the second cds (nt device). The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.